Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons, contamination under the keypad buttons and a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The display screen was discolored. Unrelated to these issues, the keypad cover was peeling, and the contrast keypad button contact was observed to be missing from the keypad flex. (B)(6).